Event description:
On (B)(4), 2011, medwatch uf/importer report (B)(4) was received: during a laparoscopic myomectomy, surgeon noted the robotic instrument was not working. The system was rebooted and reset. The instrument worked intermittently. However, the jaw fractured while grasping sheath. Tissue fragment retrieved, perfect insert match. Post-op x-rays taken per protocol - clear. No patient harm.

Manufacturer narrative:
On (B)(4) 2012, the risk manager at (B)(6), reported that the surgeon confirmed the harmonic ace insert accessory broke and fell into the patient. The accessory fragment was immediately retrieved and an x-ray of the surgical area was performed to confirm that there were no foreign bodies retained in the patient. No patient complications occurred and the patient was discharged from the hospital as planned. Additionally the patient has not returned due to any post-operative complications.

Manufacturer narrative:
The insert accessory was returned and evaluated. Per the customer reported complaint, engineering observed a fractured jaw. The insert accessory was found with the curved blade broken at approximately 0.4 from the tip. Slight burn mark was found near the base where potential contact with the clamp arm pin was located. No damage was found on the clamp arm. The associated instrument was also returned and evaluated. The instrument was placed on a da vinci si surgical system for testing. The instrument was recognized by the system. The instrument moved intuitively with full range of motion in all directions.

Manufacturer narrative:
The accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. Multiple attempts to obtain additional information about this event from the site have been made, however as of the time of this report no response has been received. If additional information is received, a follow-up MDR will be submitted. Per the information provided, the instrument fragment was retrieved from the patient and the procedure was successfully completed without incident.